Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of issues with customers' high blood glucose levels. The customer's blood glucose level had gone up to 500mg/dl. The father states the infusion set was not working correctly. The customer treated the high with the pump, but levels remained high. The customer was advised to call back when pump is in hand in order to troubleshoot.